Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly, customer reverted to an alternate method of insulin therapy.